Event description:
A nurse contacted baxter (B)(4) regarding a leak from a uv flash transfer set. The nurse reported that leakage from the tubing of the transfer set was found during use. The product was used for six months. There was patient involvement, but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the silicone tubing noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not provided. If additional relevant information becomes available, a follow-up will be submitted.